Event description:
It was reported that 34 bd plastipak¿ concentric luer lock syringes packaging/labeling was smeared/illegible. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from french to english: "we had a problem of datamatrix illegible on the reference 3401061587658 ser bd s/aig h 50ml verrou850l"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/5/2021. H.6. Investigation: five unused samples of lot 2009019 were received for investigation. The product was visually inspected, code 2d was verified to be visible and printed without defects. A device history review was performed for the reported lot 2009019, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, verifying the quality and readability of the code 2d data matrix for every batch. Results were reviewed for the reported lot and confirmed to be within specification. All samples were tested as well and found product met required limits, no issues were identified. Based on our investigation and sample evaluation, we are not able to identify any defect with the product therefore a root cause related to our manufacturing process cannot be determined at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 34 bd plastipak¿ concentric luer lock syringes packaging/labeling was smeared/illegible. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "we had a problem of datamatrix illegible on the reference (B)(4) ser bd s/aig h 50ml verrou850l"